Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was observed to have contamination under the "up" and "contrast" button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was observed to have contamination under the "up" and "contrast" button contacts. Unrelated to the event the pump was found to have a battery compartment crack and the bolus button was found to be missing. The pump was found to have moisture and corrosion and the pump would not power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.